Manufacturer narrative:
B3. Date of event: actual event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient called in to report that the patient with this inflatable penile prosthesis feels his cylinders are auto deflating ("bleeding off from the valve"). The patient service specialist discussed valve reset troubleshooting techniques with the patient suggested to call physician for device evaluation if not resolved. The patient underwent a surgical procedure at a later date since the patient further reported that the device was not working great. The device was removed and replaced. Upon explant, the device issue was reported to be undetectable. There were no patient complications were reported.